Event description:
It was reported that multiple, intermittent cartridge change error messages occurred with multiple cartridges during the loading process. Customer's blood glucose was 66 mg/dl. The customer reverted to insulin pens for insulin therapy.